Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the foley catheter balloon had not fully deflated. It was reported that resistance had been felt with the syringe after 7 ml of fluid had been withdrawn, and no additional fluid would come out. It was further reported that the rn had instilled additional fluid to see if that would help remove the remaining fluid, but only the newly added fluid had withdrawn. There had been resistance when attempting to remove the foley catheter. The rn had tried using a different syringe to determine whether the remaining fluid in the balloon would come out, but the balloon had still not fully deflated. A nursing assistant had attempted to remove the remaining fluid from the balloon, but she had also been unable to withdraw it. The nursing assistant then attempted to remove the foley catheter and reported that she had encountered resistance; however, the resistance had released, so she had continued pulling, and the foley catheter had eventually come out. Approximately 0.5 to 1 ml of fluid had remained in the foley balloon at the time of removal.